Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During procedure, the right ventricular (rv) lead had high pacing impedance and the lead helix would not retract for reposition after initial placement. The lead was capped and replaced within the same operation. Post-procedure the patient was stable.